Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a plum set where it was reported there was leakage noted on filter vent with vent cap closed. The event was noted during infusion with an unspecified drug. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.